Manufacturer narrative:
Event summary: the patient data files showed on the date of the event that catheter 2af284/09563-04 was used for twelve applications without issue. The balloon catheter was not returned for investigation. This event regarding several clinical issues encountered (st elevation, air ingress) during the procedure. No product malfunction reported. The reported issue does not indicate manufacturing related defect. In conclusion, this event is about several clinical issues encountered (st elevation, air ingress) during the procedure. The balloon catheter was not returned for investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed with the first ablation of the left superior pulmonary vein (lspv). It was then confirmed that st elevation returned back to normal without intervention. The physician attributed the st elevation to air entered from the balloon catheter and the sheath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.